Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a headache, dizziness, and sickness and self-treated with insulin. Customer self-presented to a healthcare professional where a reading of 240 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with insulin and serum (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
Additional information: section h4: (device manufactured date) has been updated based on product download. In addition, section d4 (serial number) was updated from (B)(4) based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a headache, dizziness, and sickness and self-treated with insulin. Customer self-presented to a healthcare professional where a reading of 240 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with insulin and serum (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a headache, dizziness, and sickness and self-treated with insulin. Customer self-presented to a healthcare professional where a reading of 240 mg/dl was obtained on the hcp meter and customer was diagnosed with hyperglycemia and treated with insulin and serum (unspecified). There was no report of death or permanent impairment associated with this event.